Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported motor motion error via phone call. Customer blood glucose reading was 190 mg/dl. Troubleshoot was performed but was not able to rewind. Customer also reported damaged to the battery compartment. Insulin pump will be returning for analysis.

Manufacturer narrative:
No pump error 43 noted during testing. Device passed occlusion test, force sensor test, basic occlusion test, prime or seating test, rewind test and displacement test. During visual inspection, found motor, force sensor, keypad connector at the flex fingers and electronic stack moisture damage.